Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2020-01077.

Event description:
The patient was undergoing a coil embolization procedure to treat a gastrointestinal bleed (gi bleed) in the right gastric artery using ruby coil lps and a non-penumbra microcatheter. During the procedure, the physician attempted to advance a ruby coil lp through the right gastric curve; however, the ruby coil lp was unable to advance past the right gastric curve. Therefore, the ruby coil lp was removed. The physician then attempted to advance a new ruby coil lp through the right gastric curve; however, the same issue occurred. Therefore, the ruby coil lp was removed. The procedure was completed using other coils and the same microcatheter. There was no report of an adverse effect to the patient.